Event description:
Dexcom was made aware on 02/24/2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with itching, burning and redness underneath sensor pod area only, which occurred 9 days after the sensor had been inserted in the arm. There is no documentation of scarring, infection, or systemic reaction. The sensor stopped working on (B)(6) 2024 and she removed the sensor and noticed a skin reaction (burn, redness, itching). On the same day, the patient went to a health centre. The doctor prescribed topical fucidin cream and lorraine oral solution (antihistamine). The area was prepared with soap and water before placing the sensor on the body. At the time of the report the skin reaction was healing. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).